Manufacturer narrative:
H.6. Investigation: bd received 13 samples from the customer for investigation. Samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated bydraw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA#(B)(4)h3 other text : see h.10

Event description:
It was reported that tube had a low draw with a bd vacutainer® edta 2k. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: tubes didn't draw enough volume of blood and the use was thus discontinued. The other tubes were used for blood collection.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube had a low draw with a bd vacutainer® edta 2k. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: tubes didn't draw enough volume of blood and the use was thus discontinued. The other tubes were used for blood collection.